Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 4000mcg/ml at 772.8mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient had a pump replacement on (B)(6) 2024 and since then the patient has had varying issues with symptoms. The caller states that about 2 weeks after they refill the pump, the patient would have symptoms of underdose (increased spasms) and they would provide po (oral) meds and have the patient come in to make a 1% increase. From there the patient would show signs of overdose where they are lethargic and can't open eyes. The caller states they have tried flex dosing, and aspirating from the cap (catheter access port). There have been no volume discrepancies. The physician may choose to go from 4000 mcg/ml compounded baclofen to 2000 mcg/ml. No issues in pump event logs. The healthcare provider stated the patient has a complex health situation and is non-ambulatory. The patient also has short bowel syndrome but that has been well managed lately.

Event description:
2025-01-02 rtg0724301 (hcp) information was received from a healthcare provider regarding a patient receiving additional information received from a healthcare provider (hcp) indicated that the patient had been struggling for some time with overdose-like symptoms. The hcp stated that this had been occurring since a little over a year ago. The patient was refilled recently and was overdosed. The patient was lethargic and had hypotonia. The medication was pulled out and was "spot on". No volume discrepancy was reported. The hcp was asking about and field corrective actions (fca) on issues with the new tablet causing overdose issues. Technical services called the hcp back with more information. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.